Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 12.0-12.4cm from the connector pin, consistent with lead friction to the ICD can. The (B)(4) coating was intact at this location. Reliability laboratory technician. (B)(4).